Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with the implantable cardioverter defibrillator exhibiting multiple episodes of non-sustained right ventricular oversensing. The episodes appeared to be a result of post-paced t-wave oversensing. Due to the device settings, no programming changes can be recommended. The device settings were scheduled to change at the patient's next in-clinic check. No further information was available.

Event description:
New information received stated that the patient's device was reprogrammed on (B)(4) 2018. The patient had a follow up on (B)(6) 2019 with no further incident of note.